Manufacturer narrative:
(B)(4).

Event description:
New information received states that the patient presented in clinic for follow up when low hv lead impedance was observed. Additionally, the patient received inappropriate therapy due to lead noise. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed far field p wave oversensing on the right ventricular lead. Subsequently, the patient presented in clinic and programming changes were made. Patient monitoring will continue.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.